Event description:
It was reported that the ventilator failed while it was connected to a pt. There was no harm to the pt. MFR ref #: (B)(4).

Manufacturer narrative:
The air gas module was found defective and it was replaced. The defective part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).